Event description:
It was reported by the sales rep that during a lap hysterectomy, the balloon was burst during use. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. Affiliate reference number: (B)(4).

Event description:
It was reported by the sales rep that during a laparoscopic hysterectomy procedure, the balloon was burst during use. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.